Manufacturer narrative:
(B)(4)

Event description:
It was reported that t2 did not deploy from the fast-fix 360 curved device. T1 (deployed behind capsule/meniscus) was set and unable to be pulled out. No delay was noted and no patient impact. A backup was used to complete the procedure.

Manufacturer narrative:
Device investigation narrative - one fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the needle is dramatically bent on two planes. No ts or suture were returned for evaluation. Reported complaint of t-2 non-deployment cannot be confirmed. Device was functionally tested for proper actuator advancement and cycling, device would not function as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No further investigation is warranted at this time.h11h3: device evaluated by the manufacturerh6: evaluation codes updatedc-0116568